Event description:
Additionally, healthcare professional reported baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.2.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shells, underweight, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified one broken sharp with stress marks, near the broken site, this condition was called surgical impact. Based on the device analysis the final assessment is a sharp broken on the anterior assessed as surgical impact and no calcification was observed on the shell.

Event description:
Healthcare professional reported ¿right -side rupture¿. Additionally, healthcare professional noted patient had some additional capsular contracture, fibroconnective tissue, adipose tissue with chronic inflammation, foamy histiocytic infiltration, multi-nucleated giant cell, granulomatous reaction, fibrosis and calcification. Device has been explanted.

Event description:
Healthcare professional reported ¿right -side rupture¿. Additionally, healthcare professional noted patient had some additional capsular contracture, fibroconnective tissue, adipose tissue with chronic inflammation, foamy histiocytic infiltration, multi-nucleated giant cell, granulomatous reaction, fibrosis and calcification. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿right -side rupture¿. Additionally, healthcare professional noted patient had some additional capsular contracture, fibroconnective tissue, adipose tissue with chronic inflammation, foamy histiocytic infiltration, multi-nucleated giant cell, granulomatous reaction, fibrosis and calcification. Device has been explanted.